Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient had no specific information and did not want to troubleshoot any further. Patient stopped using the smart device for display and is now only using the receiver for her cgm display. No injury or medical intervention was reported.